Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it measuring lower peep (positive end expiratory pressure) than set was confirmed. In addition, ventec also observed that the device's exhaled tidal volume (vte) levels were low. Ventec replaced the internal flow transducer to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported and observed issues was the ift.